Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient's inr was sub therapeutic with elevated lactate dehydrogenase (ldh) levels. The patient was subsequently started on lovenox. On (B)(6) 2015, the system controller history revealed no elevated pump powers. Inr was therapeutic at 2.48 with improving ldh. Further information was requested but was not provided.

Manufacturer narrative:
A direct correlation between the device and the patient¿s reported elevated ldh could not be determined through this evaluation. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. The patient remains on lvad support. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.